Event description:
The user facility reported that the device slipped during surgery. The pt sustained a 4 inch gash to the scalp which required sutures. Additional info was requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.